Manufacturer narrative:
The device was received with no evidence of patient contact. The shuttle of the returned device was engaged to the handle in the manufactured position. Visual inspection of the returned device revealed that the balloon proximal bond was detached from the polyimide shaft. There was evidence of adhesive on the polyimide shaft surface, and the adhesive taper remained intact. The review of the lhr (lot f1220602) indicated that the mynx device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause of the balloon proximal bond detachment could not be conclusively determined.

Event description:
It was reported by the aci distributor that a mynxgrip vascular closure device 6f/7f was being prepped and lot of resistance was encountered and the balloon broke. The device was not used in the patient. A second mynxgrip vascular closure device 6f/7f was prepped and deployed successfully.